Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 18b489 and one 040 adaptor were received in a partially opened dust cover for evaluation. The water bottle arrived unused. Visual inspection showed no defects or leaks. The adaptor had translucent snap cap and translucent body. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. Threading near the top of the snap cap appears scratched or rough. Visual inspection showed no other defects. The adaptor body made a stable connection to the bottle. The adaptor snap cap made a stable connection to the flowmeter. The trigger tab was removed and applied the water bottle/adaptor assembly to flowmeter. The flowmeter was set to 1 liter per minute and bubbles were observed in the bottle. The connection was stable. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in process qa inspections were acceptable. A 340 ml water bottle lot 18b489 and one 040 adaptor were received in a partially opened dust cover for evaluation. The water bottle arrived unused. Visual inspection of bottle showed no defects or leaks. The adaptor had translucent snap cap and translucent body. Visual defect observed in the snap cap's threading may be from use. In functional inspection, adaptor connections to flowmeter and bottle were stable. The complaint could not be confirmed.

Event description:
Complaint reported as: "the user was unable to connect the adaptor either to the flowmeter or to the aquapak bottle, as the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "the user was unable to connect the adaptor either to the flowmeter or to the aquapak bottle, as the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement was reported.